Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with an inset 6 mm 23" infusion set, with a fingerstick-confirmed blood glucose of 560 mg/dl and no reported pump alarms or delivery interruptions; the agent advised a set change and provided troubleshooting and education, and follow-up calls were placed. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user interview, verification of alarm history, and troubleshooting of the infusion set and use practices. Investigation of this case revealed hyperglycemia with cause unclear, with no evidence of device alarms or delivery stoppage and a corrective action of replacing the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.